Event description:
It was reported bleeding occurred 12 to 18 hrs after the deployment of the angio-seal. The pt later developed at pseudoaneurysm. Attempts to obtain additional info were unsuccessful.

Manufacturer narrative:
No components were returned for analysis. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the bleeding and pseudoaneurysm could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.